Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 164 mg/dl. The customer states the pump exposed to moisture and down arrow is not working. The customer jumped in the pool with the pump on and the down arrow isn't working on the main menu. The customer states didn¿t perform self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump was received with esc, act and up arrow buttons unresponsive due to corroded keypad traces. Moisture damage found on the lcd board.